Event description:
User received erratic bicarbonate and magnesium results for several days. Four pt samples were known to be involved. Three examples for magnesium were provided. Sample 1 initial result was 0.82 ug per dl. This result was reported out and brought to their attention by the doctor. The sample was then repeated with a result of 1.84 ug per dl. Sample 2 initial result was 0.53 ug per dl, repeat result was 1.43 ug per dl. Sample 3 initial result was 0.32 ug per dl, repeat result was 1.71 ug per dl. For samples 2 and 3, the original results was not reported.

Manufacturer narrative:
The user stated they found dust and debris around the sample probe and cleaned it which resolved the issue. The field service representative observed the analyzer and assays operating without issue. Preventative maintenance was performed and precisions checks were run to verify analyzer performance.